Manufacturer narrative:
Initial reporter e-mail : (B)(6). Initial reporter facility name: (B)(6) university. "Material #: 301747. Lot/batch #: 2357886. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cannula hub breaks off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula hub breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." See h.10.

Event description:
It was reported that after opening the box of needle flashback 22x1, the needle broke off the hub of the device. This event occurred 1 time and no report of adverse event or injury.